Event description:
(B)(4). Initial information reported by a physician to a sales representative on 04/02/2009 and additional information received from a physician on 04/03/2009: a (B)(6) male with previous exposure, received one vial of injectable poly-l-lactic acid (sculptra) [lot # and expiration date unknown] for cosmetic use on an unknown date. Poly-l-lactic acid was reconstituted with 1 cubic centimeter (cc) of lidocaine (xylocaine) and epinephrine thirty hours before the injection in addition to an unknown amount of sterile water. Within five seconds of the patient receiving the poly-l-lactic acid injection in his nasolabial folds and cheek area, he experienced a possible vascular occlusion and paralysis within the entire area of his facial region for about five minutes. Necrosis was ruled out. Corrective treatment included nitro-bid (nitro paste) and massage of the area. The patient is currently wearing a 3-5 centimeter patch on his left cheek. The event of vascular occlusion remained ongoing at the time of this report. Medical history included high cholesterol and depression. Patient had also undergone previous cosmetic injections years ago without incident. Concomitant medications included acetylsalicylic acid (baby aspirin) and atorvastatin calcium (lipitor). No further relevant information reported.